Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.a166usqs6czb6. Hardware: sm-a166u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had visited the emergency room (ER) with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached greater than 250 mg/dl while wearing the pod between 4 and 24 hours after the adhesive of the pod completely separated from the infusion site (abdomen) causing the cannula to dislodge. Symptoms reported included vomiting. The patient was treated with intravenous fluids and insulin. The patient left the ER two hours later. The pod was discarded and a new pod was applied.